Event description:
It was reported that eight (8) non-vented high-volume inlets had small ¿specks, lint¿ and visible marks that suggest possible ¿micro holes¿. This was observed during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: this event was observed on an unspecified date of september 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: eight (8) actual devices were received for evaluation. Visual inspection of returned samples showed small "specks, lint" and visible marks that suggested possible "micro holes" of small size. Samples 1, 2, 4, 5, 7 had tiny black spots identified on the tubing of the inlet. Sample 3 had a yellowish particle identified in the tubing of the inlet, sample 6 had a micro hole identified on the tubing of the inlet, and sample 8 had a red/brownish particle identified on the tubing of the inlet. All particulate matter appears to be embedded and within the fluid path of the inlet tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.